Event description:
Patient wife reported curlin pump they have at home completely died, requested a new pump as the patient has an infusion tomorrow. Unknown reason behind why the pump is being reported as faulty. Unknown if there was any missed dose due to a possible faulty pump at home. Unknown if the patient had any adverse effects due to a possible faulty pump. A pump return box was added to the open order so patient does have the reported faulty pump in their possession and can return it to (B)(6). Replacement pump added to the open order and is being processed. Serial number (B)(6).